Event description:
Potential for injury associated with an irc5po2v stationary concentrator that has no o2 and is not alarming. This could cause the user to be without their o2 source without warning.